Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber began forward firing in addition to side firing. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.